Event description:
A malfunction alarm occurred, indicated by malfunction code 16, and it was confirmed the malfunction code was not resettable. There was no reported impact on the customer¿s blood glucose level. As a corrective measure, technical support arranged for the replacement of the pump, which was still under warranty. The customer was advised to use multiple daily injections as backup insulin therapy and instructed on how to prepare the pump for return. The customer acknowledged these instructions and consented to return the malfunctioning pump using a prepaid label within ten days.